Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back stating they were going to have a new ins put in them because their ins battery was going bad. They had this issue for almost a year and they met with a medtronic rep who got their stimulator working 2 weeks ago but then it stopped working so their rep had been working with them to replace the ins since they found something wrong with it. Agent asked for notify date and noted on (B)(6) 2023 they notified the rep their belt was ripping and that was when they started getting all these issues that were still ongoing; pt mentioned on (B)(6) 2023 they sent the rep a text stating they could not get the ins to charge for they got software problem. Pt have had their belt, controller replaced 2 or 3 times, and their controller battery replaced 2 times. For about two weeks not their ins battery constantly displayed it was at 90% and did not increment or deplete in charge. During call pt verified the ins was at 90% battery and their stimulation was on. Pt noted they could feel the stimulation was on because when they bended their back they could feel stimulation. Also, in the last two weeks ago when they recharge the ins it charged 2 or 3 minutes then say finished even though ins was at 90%. They had tried to reset the controller several times. Pt verified no damage to the controller charging port or to the rtm; pt said they were just sent a new rtm. Pt wanted a new controller even though they were getting an ins replacement soon. Agent closed case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they are having an issue with the charging system. Patient stated the little box that charges is not holding a charge. Patient said last night when they put the controller away it was 70% and when they turned it on this morning it was dead. Patient also said they had a glitch sunday night where the controller completely died altogether and wouldn't even charge the stimulator. Patient texted manufacturer representative on wednesday night and was told to call patient service. Agent asked if this was only happening when the recharger was plugged in and patient said yes. Patient then said wednesday night they sat there for 40 minutes and it would not charge the implanted neurostimulator and it kept staying on excellent and everything would not recharge. Patient took the battery out and the controller died and went blank and would not do anything. Patient reset the controller and it rebooted and patient was able to get back in and started to charge very slow on the back. Pt states now today just dead and wouldn't do anything. The issue was not resolved through troubles hooting. An email was sent to the repair department to replace the device. Pt reports they've been sent an rtm already. Patient (pt) called back on (B)(6) 20240 stating they received the controller last week. Pt also had recharger replaced this year. It was working fine until last night. Last night it was stuck on 'checking recharger' and there was no green light flashing. Pt could not charge. Implantable neurostimulator (ins) went dead. Pt reset and charged the controller from the wall and tried again this morning. It is charging this morning fine. Pt talked to the rep last night and rep thought maybe there was a battery pack issue. Reviewed to keep the pins clean. Pt will monitor the issue and call back if not resolved. Pt called back on (B)(6) 2024 stating they had been having trouble with the stim for a couple weeks, the pt was sent a replacement controller which worked for 2 days but they had trouble again. They got checking the recharger when attempting to recharge the ins. During call pt verified no damage to the rtm, controller battery, or to the controller battery compartment. A replacement recharger telemetry module (rtm) was sent out. Pt called back on (B)(6) 2024 stating that they had been having nonstop constant problems with the recharging system. Pt said that they were sent a new recharger and controller and so everything had been replaced except for the battery pack. Pt said that they were still having trouble. Pt said that every night when they charged the ins, the controller would just say checking the recharger. Pt said that last night they were recharging the ins for an hour with an excellent connection, however the ins battery hadn't increased at all. Pt said that they unhooked the equipment and then reconnected everything and the controller went completely dead right away. Pt said that the controller battery went from 40% to 0% immediately. Agent reviewed battery pack replacement. Additional information was received from the patient on (B)(6) 2024. The patient said they were having nothing but trouble. Patient stated they were sent a new belt, a new controller, and a brand new battery the other day. Patient said now they cannot get the controller to unlock. Patient mentioned they had the controller plugged in all morning and the controller would only charge to 40% and that was all the higher it would go. Patient also said the controller often locks up and doesn't let them in until they try a couple times and sometimes it takes them 4-5 times to unlock the controller. Walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powered on. Patient put the battery back into the controller and confirmed the green light was flashing on the controller but the controller was still not unlocked. Patient inserted aa batteries and confirmed controller unlocked. Pt explained that controller not unlocking only started when they received this new battery pack. The issue was not resolved. An email was sent to the repair department to replace the controller and battery pack device. Pt called back on (B)(6) 2024 stating that they had been having issues charging the ins. Pt said that all of the external equipment had been replaced; pt noted that two battery packs were replaced. Pt said that when they try to recharge the ins, the controller shows recharging excellent, but the controller would go blank and time out, so they would hit the button to wake up the controller and recharging excellent would still be indicated, however the ins wasn't actually charging. Pt said that they spoke with a rep this morning who said that the ins was possibly sideways or tilted. Pt said that they tried recharging the ins for two hours last night, but the ins hadn't charged. Pt said that they had d isconnected everything and tried recharging the ins again. Pt said that recharging excellent was shown and that the controller made a noise indicating that it was done, however the ins hadn't charged still. Pt said that this happens two to three times a week. Agent redirected pt to hcp to further address the reported issue.

Event description:
Due to the nature of the call, agent did not inquire about current serial numbers of devices. Patient repeated previously documented information from this case and (B)(4). The patient was very escalated and said their implant had been deemed defective after meeting with their doctor and a medtronic representative. For almost the first year, the implanted system had worked great, but then started having all sorts of difficulties when they tried to charge. They had all their equipment replaced twice, but they were still unable to recharge the ins - would show as though they had an excellent connection and was charging, but hours later would still show no charge had gone to the ins or the controller would populate messages that recharging needed attention over and over. The patient was scheduled to have the ins replaced, but there was an issue with their insurance so the surgery was cancelled and the cost was deferred to the patient, which they felt was very unfair as they had just gotten the ins in 2023. Patient wanted to know why this should be their problem if the implant was faulty and wanted information regarding a warranty. Agent empathized and offered to reach out to patient relations for a callback to the patient to discuss possible warranty information related to their implant. Agent sent email to patient relations and closed case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the issue has been taken care of and the implantable n eurostimulator (ins) was not tilted. The pt stated that the difficulty charging has happened twice since seeing the physician and they suggest replacing the ins. They are still deciding on replacing the battery in their back.